Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted. (B)(6).

Event description:
It was reported that during the preparation for the surgery, it was found that the batteries has been exploded inside of sterile tray when the nurse opened the outer box of the product. A backup was prepared for the same surgery. No harm or delay reported. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is complete. Visual examination of the returned product identified the battery expulsed inside the sealed tyvek tray. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. Battery expulsion may occur when there is a short in the wiring, however, a definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
No additional information available.